Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a large air bubble in the luer lock. The customer's blood glucose level was 133 mg/dl. The customer primed the tubing to remove the bubble; however, an empty cartridge alarm occurred. Reportedly, the customer would change all the supplies.